Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Customer required assistance addressing bg level with juice. Reportedly, the customer discussed the reported issue with a health care professional.